Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported the cannula of the infusion set broke off and stuck in his body. No information was provided regarding possible treatment. Patient noticed the issue when his blood glucose level became elevated; exact reading was not provided. No adverse event reported. Requested return of the alleged infusion set for evaluation.